Manufacturer narrative:
On 3/09/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/28/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device returned without fluid. White material was observed within the device and on the shell surface. Mentor product analysis lab discovered a crease running from the anterior aspect to the posterior aspect. No other anomalies were discovered. The complaint was not confirmed. At this point it is not possible to determine the root cause of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right-mentor smooth round moderate profile 325cc saline breast implant, catalog number 3501650, lot number 208529. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 325cc saline breast implants which the left side deflated after implantation. Patient seen by the doctor confirmed deflated left side. As a result patient had the device removed on (B)(6) 2019.